Event description:
It was reported that (2) devices were used during a removal of adhesions. It was reported by the rep that a few minutes into the procedure, the surgeon got a "solid tone" while trying to activate the hdh05 instrument. It was replaced with a new blade and the same thing occurred. There was no consequence to the pt.